Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to troubleshoot the customer issue. The fse demonstrated to the customer how to clean the wash cups. The fse advised the customer to consider implementing this "as needed" procedure to their weekly maintenance to reduce wash cup buildup. The fse deemed the contaminated c4000 mixer wash cup (part number 7-205314-01) as the likely cause for the issue. No additional discrepant results were reported after the wash cups were cleaned. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the following patient architect clin chem magnesium assay result generated on an architect c4000 analyzer: sid (B)(6) (no further information except the patient is "elderly"). On (B)(6) 2017 generated an initial result of "greater than" 7.4 mg/dl" (only greater than flag for this result). A review of the instrument logs found that the actual result for this patient was 7.816 mg/dl. The sample retested at 1.9 mg/dl. The sample was retested five additional times with a value range of 1.9 to 2.0 mg/dl. A corrected report was issued from the lab. Controls were within range. No impact to patient care reported. A service call was initiated at which time the customer was shown how to clean and bleach the mixers and reagent and sample wash cups.